Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 508 mg/dl at the time of incident. Customer treated with manual injection to bring down. Customer did not receive a sensor updating and receive change sensor alert. Customer stated they had high blood glucose after changing set. Customer declined troubleshooting for high blood glucose. The device will not be returned fro analysis.